Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel prosthesis. Manufacturer report number: 1645337-2018-02873. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female had unknown mentor gel prostheses implanted. Bilateral rupture of breast prostheses was diagnosed post procedure. As a result, the breast prostheses were explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On 6/8/2019, mentor received additional information: date of event: (B)(6) 2018, patient age at the time of the event: (B)(6). Procedure type was primary breast augmentation. The patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel protheses on (B)(6) 2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with unknown mentor gel prostheses. Bilateral rupture of breast prostheses was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel protheses on (B)(6) 2018. The device was received at mentor containing a gel with clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. Visual evaluation of the device revealed two rents within an area of siltex cracking on the posterior view; rent a measuring 5.0 cm and rent b measuring 3.5 cm. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. There is no evidence that the issue is related with manufacturing. The complaint of rupture was confirmed since two rents were found on the device. However, at this point it is not possible to determine the root cause of such damage. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast mammaries. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).